Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11, 227, and 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received a sensor scan result of 8 mmol/l compared to an adc meter reading of lo (1.1 mmol/l) and experienced symptoms of hypoglycemia which was described as sweating, drowsiness, and dizziness. Customer was unable to self-treat and was treated with oral glucose dissolved in the water by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received a sensor scan result of 8 mmol/l compared to an adc meter reading of lo (1.1 mmol/l) and experienced symptoms of hypoglycemia which was described as sweating, drowsiness, and dizziness. Customer was unable to self-treat and was treated with oral glucose dissolved in the water by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.